Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty drum was returned.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 476 mg/dl, hi (greater than 600 mg/dl), 146 mg/dl, and 219 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.